Manufacturer narrative:
Device eval by manufacturer: upon receipt at our post market quality assurance laboratory, this 2.4mm jetstream xc catheter was visually and microscopically examined, which showed a severe kink located 1cm from the tip. There were multiple areas of buckling on the shaft located 81cm to 88.5cm from the tip. Functional analysis was performed, and the devices blade rotation was confirmed to be sporadic and ran erratically. Aspiration testing of the device was performed using a 100ml beaker of water, which showed that this device performed as designed, withdrawing 38ml of fluid in the one-minute time frame. Inspection of the remainder of the device, apart from the observed damage revealed no other damage or irregularities. The complaint was confirmed for rotation issues; however, the clinically observed aspiration issue was not confirmed.

Event description:
It was reported that the blades stopped spinning and aspiration was lost. The 2.4mm jetstream xc catheter was selected for use in an atherectomy procedure. The catheter was primed and was being used successfully; however, as the physician continued down the leg of the patient, at approximately five minutes into the procedure, the lesion was heavily calcified and the device became stuck and would not function; the blades would not spin in any mode, and there was no aspiration. Significant resistance was noted before the blades stopped spinning. The catheter was completely removed. The catheter was reprimed, and troubleshooting was performed outside the body but only functioned in rex mode. The procedure was completed using a different device and there were no patient complications. The product is expected to be returned.

Event description:
It was reported that the blades stopped spinning and aspiration was lost. The 2.4mm jetstream xc catheter was selected for use in an atherectomy procedure. The catheter was primed and was being used successfully; however, as the physician continued down the leg of the patient, at approximately five minutes into the procedure, the lesion was heavily calcified and the device became stuck and would not function; the blades would not spin in any mode, and there was no aspiration. Significant resistance was noted before the blades stopped spinning. The catheter was completely removed. The catheter was reprimed, and troubleshooting was performed outside the body but only functioned in rex mode. The procedure was completed using a different device and there were no patient complications. The product is expected to be returned.